Event description:
A site representative, biomed, reported that while in a cranial procedure, the navigation system touch-screen became unresponsive. A medtronic representative walked the biomed representative through trouble-shooting and re-booting the system restored normal function. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that when the usb was plugged into the left usb port, the camera cycled repeatedly every 5 seconds; cycling ceased after the usb was unplugged. The reported issue was replicated. A medtronic representative performed a navigation system check-out, software and instrument areas passed. When plugging in a usb, the camera starts to cycle. Issue was resolved when it was determined that the mouse usb did not cause the camera to cycle; the original usb was bad. No parts have been returned to manufacturer for analysis.